Manufacturer narrative:
Additional data: device evaluated by MFR -device evaluation: lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7, -13.00/1.5/092 (sphere/cylinder/axis) , implantable collamer lens into the patients right eye (od) on (B)(6) 2017. The lens was removed and replaced on (B)(6) 2017 for a shorter length lens due to excessive vault. This resolved the problem. The cause of the event is reported as unknown.